Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 14664872. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple attempts to optimize program settings, which was attributed to high impedance on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.